Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that frozen display. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The customer contacted the customer care solution center (ccsc). The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to software failure. After the fse updated software, the device returned to full functionality.

Event description:
It was reported to philips that there was a frozen display. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.